Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one perfusor space, 8713030, serial no.: (B)(6), software version 688n030004. The history files were read out and analyzed. The device and alarm history files from (B)(6) 2025 were analyzed. An ops 50ml syringe was selected and the infusion started with a rate of 2ml/h at 00:45am. At 01:23am the pressure alarm occurred, and the infusion was continued. At 10:36am a pressure alarm occurred and one second later the device alarm 1018 (adc pressure out of range) occurred. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the perfusor space, a technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The devices was slightly dirty, but no damages could be found. Functional inspection: a functional test was performed. The device passes the self-test. A b. Braun 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. A long-term test about 24 hours was performed. An ops 50ml syringe was inserted and the infusion started with a rate of 2 ml/h. During the infusion no abnormalities were found. The device was disassembled, and the inside was investigated. The inside was slightly dirty, but no visible damages could be found. The defect could not be confirmed. Summing up all tests, the perfusor space operated within our specification. The reported malfunction could not be reproduced. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "according to the user, the collar of the ops 50ml syringe broke during ongoing operation. At the time, the patient was in the CT scanner.".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Complaint processing department received no sample and no further information and thus, a further evaluation and investigation of the complaint was not possible. As no sample was provided for investigation, a malfunction could not be detected and therefore, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.